Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Straight broach handle was returned without the t-handle for evaluation. Visual inspection of the device shows severe damage on the handle. The broach handle passed the functional test. Therefore the rasp malfunction during the procedure cannot be confirmed. Device was likely conforming when it left zimmer biomet control as there is no evidence that states otherwise. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It has not been indicated the device will be returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the rasp handle does not hold the rasp correctly when working, the rasp detached from the handle during operation, the rasp remains stuck in the medullary cavity. Surgery completed with another device with no significant delay reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.